Manufacturer narrative:
(B) (4).

Event description:
During a pump refill, they were having difficulty accessing the center port. The appropriate kit and needles were being used. There was no depth issue. The pump did not move around in the pocket, making it difficult to access. There was reported to be no therapy or medical problem for the patient. It was noted that the physician had seen the patient manipulate the pump during one of their follow-up visits to the office. The physician confirmed that the pump was flipped via x-ray (date not reported). The patient was taken to surgery on (B) (6) 2010 and the pocket site was opened. It was confirmed that the pump was flipped. The catheter looked good. The pump was repositioned correctly and the pump was filled with 40 cc of 500 mcg concentration lioresal. There were not any changes made to the dosage or concentration. Additional information has been requested, a follow-up report will be sent if additional information becomes available.